Event description:
Customer reported receiving an inaccurate high glucose reading from their precision xtra meter. Customer reported experiencing symptoms of "low blood sugar" and one episode of lost of consciousness. Customer reported going to hospital where she reports being diagnosed with severe hypoglycemia and treated with glucose gel, d50 and d10 IV solution and food.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.